Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6), intended for use in treatment, had a broken screw on (B)(6) 2018. The broken thumbscrew was investigated under 18-0761. Upon review, it was also found to have a broken snap lock nut. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. The root cause of this issue was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released.

Event description:
It was reported that tech striped the screw on the handpiece; the screw is broken in the handpiece. The device was not being used with a patient during the event. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event. The incident with the thumbscrew was been addressed under field report (B)(4).